Event description:
Patient revised to address osteolysis and polyethylene wear if liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is, however, nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after nearly ten years implanted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.